Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter and neuron 053 delivery catheter. During preparation for the procedure, the physician found the neuron 6f 070 delivery catheter and neuron 053 delivery catheter kinked upon removal from their packaging. The procedure continued using new catheters.

Manufacturer narrative:
The neuron delivery catheter 053 was kinked approximately 0.5 cm and ovalized approximately 1.5 and 13.0 cm from the distal tip. The complaint has been evaluated. The complaint indicates that during preparation and removal from the packaging both catheters were found kinked. Evaluation of the returned devices revealed kinks in the distal shaft of the neuron delivery catheter 070 and a kink and ovalizations in the distal tip of the neuron delivery catheter 053. According the packaging configurations, the damaged areas of both these devices are protected by the shipping tube and would not have been damaged in this way without severe damage to the packaging which was not described in the complaint. In addition, it is unlikely this damage was present out of the box, as this damage would have made loading the catheters into the shipping tube impossible. This type of damage usually occurs due to improper handling during preparation for use. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00564.